Event description:
It was reported that a pt was ventilated in bipap mode. Because the co2 value decreased to 88%, it was tried to adapt the ventilation. It was neither possible to change the breathing parameters nor to change the breathing mode. It is not clear if there were any consequences for the pt.

Manufacturer narrative:
Additional information has been requested to start the investigation. After the investigation is finished we will inform you about the results within a follow up report.additional info has been requested to start the investigation. After the investigation is finished we will inform you about the results within a follow up report.